Event description:
A customer reported to beckman coulter, inc. (Bec) a leak under the modular chemistry (mc) section of the unicel dxc 600i synchron access clinical system. The customer could not raise the ion selective electrode (ise) module all the way up. The module would not click into place. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, bec fse was dispatched for the event. The fse found the cap piercer blade wash was leaking. The fse removed and cleaned the blade wash assembly, checked o-ring and valve, and replaced fitting in line 118.